Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms and that data points on the continuous glucose monitor graph were overlapping. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 170 mg/dl.